Manufacturer narrative:
O2 bottle holder strap.

Event description:
It was reported by service report that the buckle on the strap broke. It is unk if there was pt involvement or if there are adverse consequences to report.